Event description:
During a total knee replacement procedure, the tourniquet cuff deflated after being in use for a few minutes. The procedure was done without the tourniquet. There was no adverse event or patient injury reported.

Manufacturer narrative:
The returned device was visually inspected and found to have gaps on both of the tube-to-port junctions. Function testing was performed and the device failed inflation testing. Verification of the device history record indicates that all devices processed for the lot number in question passed all inspections and tests prior to release.